Manufacturer narrative:
Results: we received three unused units from lot numbers 611112, 701529 and 610271 for evaluation. The customer was uncertain as to which lot number the affected product came from. Each unit was visually inspected and functionally tested and each unit performed within mfg specifications. The device history was reviewed for each lot number and no irregularities were noted during each lot's manufacture. Conclusions: we were unable to determine a root cause for the incident based on the samples provided, however, the engineer states that a possible cause for this incident could be the gap between the tubing and nozzle of the drip chamber that is greater than 2mm that resulted the tubing to be detached from the nozzle of drip chamber during application. Corrective actions taken included the updating of the procedure to increase inspection for no gap between the tubing and the drip chamber, re-training of production associates on the bonding process and providing first production lot number for actions taken for the previously mentioned actions. Future complaints will also be monitored to evaluate for trends.

Event description:
The tubing became detached from drip chamber during use.